Event description:
The clinical engineer from the user facility notified jjpi that three units had leaked at the "y" connector site. One unit was discarded; 1 unit is available but contaminated, and is unsure if he is allowed to return it, one unit was taken from the shelf & tested and leaked-this unit will be returned for eval (lot# cm5363). There were no pt issues with either of the first two devices, that were used.